Event description:
It was reported that an electrical cord came loose on the kinair medsurg bed and caused it to deflate. There was no reported injury or adverse event.

Manufacturer narrative:
Device evaluation determined that the power cord may have been dislodged from the under-bed inverter causing the bed to deflate. Upon follow-up with the initial reporter, it was stated that the patient suffered no ill effects from this event.